Event description:
It was reported that the insulin pump appeared to leak insulin from the cartridge chamber on multiple occasions, with visible insulin noted when the cartridge was removed, and intermittent absence of priming drops that sometimes resolved after changing supplies. Customer care provided support that included remote troubleshooting and user education on cartridge handling, filling technique, air removal, connector engagement, and proper seating. Investigation of this case revealed no device alerts indicative of malfunction and suggested a use-related or consumable-related issue given resolution after supply changes and the ability to achieve drops with subsequent setups. No adverse clinical symptoms during the event reported. Outcomes included no alerts or alarms from the pump and no medical interventions or hospitalizations. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling or consumable variability.